Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a solent proxi catheter system with a power pulse attached. The pump, shaft, and tip were microscopically examined. Inspection found the outer shaft was damaged (perforated), 2 cm distal of the strain relief. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2017-00221. It was reported that an error message displayed during aspiration. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure in the arteriovenous (av) fistula. During aspiration inside the patient, an error message to "check saline supply" displayed. There was a leak from the pump. The catheter was replaced with another angiojet® solent¿ proxi and the same thing happened. They were able to complete the case with this second catheter even though it was leaking. There were no patient complications and the patient was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2017-00221. It was reported that an error message displayed during aspiration. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure in the arteriovenous (av) fistula. During aspiration inside the patient, an error message to "check saline supply" displayed. There was a leak from the pump. The catheter was replaced with another angiojet® solent¿ proxi and the same thing happened. They were able to complete the case with this second catheter even though it was leaking. There were no patient complications and the patient was fine.